Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 9 months post implant of this 29mm aortic bioprosthetic valve, the patient reported they have a murmur and an echocardiogram (echo) showed a leak or a hole in the valve. It was stated that the hole in the heart valve has been monitored closely and it has not changed in size over the year. It was also stated that it is thought to be located in the sewing ring of the valve. The patient also reported having migraines since the valve was implanted. No intervention or adverse patient effects were reported.